Manufacturer narrative:
Efforts to obtain additional complain details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this atrial lead exhibited loss of capture. A lead revision procedure was performed; however, the outcome of the procedure is unknown. Boston scientific's medical records indicate this lead remains in service. No additional adverse patient effects were reported.